Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the non-detachment was not determined. Prior to coil non-detachment, no issues were encountered. No pushwire damage/nothing in particular observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that in a case of a ruptured cerebral aneurysm, pre-procedural preparations were conducted according to the attached document. After approaching the target aneurysm with a microcatheter, an attempt was made to detach using fc-5-15-3d and ID-1-5, but detachment could not be achieved (poor dislodgement). Even after performing secondary detachment, it was not possible to detach. Therefore, the target coil was slowly withdrawn and removed externally. Both the coil and ID-1-5 were replaced with products from a different manufacturer. Coil embolization was continued, completing the procedure without issues. The physician attempted to detach the coil using the instant detacher two times. The physician did not attempt to withdraw using another instant detacher. There was one attempt to remove the device manually via the hypotube. It was unknown if there were any defects with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, ruptured right middle cerebral artery branch cerebral aneurysm with a max diameter of 5.2mm and a 2.8mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include an ID-1-5.